Event description:
The manufacturer received information alleging a trilogy evo device was returned for a field change order (fco) to be implemented on the device when a ventilation inoperative error code was found on the device. There was no allegation of patient harm. The device was not in patient use. During the evaluation it was noted that an error code, nvdata corrupt, was observed on the device's error log. The service technician further evaluated but was not able to determine the cause of this error code that occurred on the device. The device was scrapped per the customer request. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed. Additionally, during the service of the device, the air inlet foam filter, muffler assembly, tubing (system printed circuit assembly [pca], fio2, low flow o2, and chassis), machine flow sensor, cooling fan assembly, fan retainer, system pca, and blower bellows were replaced during the fco of this device. This was unrelated to the reportable issue. The device passed all final testing.

Manufacturer narrative:
The reported failure of a ventilator inoperative code is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.